Manufacturer narrative:
Upon receipt of the malfunctioning device, it will be forwarded to our sister company for evaluation as part of the complaint investigation. Results of the investigation will be communicated to the FDA.

Event description:
PICC line placed in r scalp on (B)(6) 2025. Dressing change on (B)(6) due to lifting. No difficulty removing dressing. PICC nurse called back to bedside after dressing change due to bleeding. Dressing removed and line noted to be cracked/leaking ivf and blood. Line cracked at junction of hub line.

Event description:
PICC line placed in r scalp on (B)(6) 2025. Dressing change on (B)(6) 2025 due to lifting. No difficulty removing dressing. PICC nurse called back to bedside after dressing change due to bleeding. Dressing removed and line noted to be cracked/leaking ivf and blood. Line cracked at junction of hub line.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: we received the catheter as a faulty sample. The attempt to flush the catheter with water was successful and revealed leakage at the wing. Microscopic examination revealed a tear inside the catheter tube, directly at the wing, with visible signs of use and residual glue. The fracture surface was rough and uneven, and the edges of the tear showed stress whitening, indicating excessive tensile force and the impact of alcohol-based disinfection. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. Concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Furthermore, according to the customer, the catheter functioned without leakage for 14 days. We do not believe this defect is manufacturing-related, as each catheter undergoes flow and leak testing during production as part of the quality control process. A review of the component batch history records; no deviations were found. The batch complied with its specification and was released accordingly. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked as part of quality control process. Incoming goods inspections and two 100% visual tests after packaging are carried out. A two-year review of vygon USA complaint data revealed that this is the first reported complaint regarding leakage or breakage associated with lot 24e007d. Corrective action: based on the investigation, the defect indicates exposure to excessive tensile force and the potential impact of alcohol-based disinfection. Additionally, the customer reported that the catheter functioned properly for 14 days before the leakage occurred. We do not believe this defect is manufacturing-related, as any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality